Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an baclofen with concentration 2000 mcg/ml at a dose rate of 660 mcg/day via an implantable pump. It was reported that at the pump refill visit on (B)(6) 2024, the "drp" regarding device replacement / elective replacement indicator was 26 months. There was no dosage change at this visit. The pump alarm was activated on (B)(6) 2024. The pump was interrogated by the physician on (B)(6) 2024 and the drp was activated and it was written to replace the pump before (B)(6) 2024. The patient was fine with no withdrawal symptoms. Factors that may have led or contributed to the issue was indicated as not applicable. The issue was not resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024. A pump replacement was to be scheduled as soon as possible. Surgical intervention was planned but not yet scheduled. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient was transferred to a hospital and the pump was replaced (B)(6) 2024. It was further reported that everything is currently going well for the patient. The center did not keep the pump for analysis.